Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump's motor passed motor test.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no motor error alarm and the test minilink transmitter communicated properly to the insulin pump. There was no unexpected calibration error alarm. The insulin pump was received with cracked reservoir tube lip and there was a pending motor test after engineering trace file evaluation. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 450 mg/dl and as low as 121 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during bolus delivery. Customer advised they were nursing their child and felt that resulted in fluctuating blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.